Event description:
It was reported that during use of this drill in oral surgery, the drill heated up in the collet area, locked up, and quit working. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the drill was received for evaluation and the reported problem was verified. During testing, the drill overheated and got the hottest in the collet area. Further investigation found other worn parts and the device required preventive maintenance. The instruction manual for this handpiece provides the following warning: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually, check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. In addition, the recommended service interval for this drill and associated bur guards is six months.